Event description:
Rptr had augmentation in 5/93. She has now been back for an adjustment just one year later. Right breast was very uneven with left. She called her dr to complain about the problem, as well as the hardness, burning, and numb feeling of right nipple. He told her to take aspirin (1) daily. As she followed his instructions, the pain, numbness, through her breast, also went into her hand. At times her hand would stay numb for days at a time. The dr arranged for surgery and agreed that the right breast should be redone. Although the 2nd surgery has been done, rptr is still feeling numbness, sometimes both hands. Her right breat still hurts mostly every day, also it is still uneven and right nipple does not harden and left nipple is always hard. Right nipple is also shorter than left nipple. Dr says "just take the aspirin." Rptr would like to receive fair compensation for all the problems that she has had with her implants.